Event description:
A dr, consultant radiologist at hospital is a long time temno 16g/9 user, mainly for liver biopsy. He is stating that recently, he has not been obtaining a sample. He had a similar problem in 2001. Customer further reports that 2-3 attempts were made and a core sample was not obtained.